Manufacturer narrative:
H6: additional manufacturer narrative: type of investigation, investigation findings and investigation conclusion codes. Evaluation summary: the root cause for the inability to advance the gore® excluder® aaa endoprostheses through the gore® dryseal flex introducer sheaths (dfs) could not be determined because the event could not be confirmed.

Event description:
On (B)(6) 2021, a patient underwent endovascular treatment of an infected abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths (dfs). During the procedure, the 16fr dfs was inserted and attempted to advance in the right leg but the dfs could not be advanced. The sheath was removed, and the procedure was continued using another 16fr dfs without any issue. The patient tolerated the procedure. The physician stated that the access route was calcified and narrow. The distal end of the removed sheath was torn. Reportedly, it could not be determined whether the tear was occurred prior to the procedure or during the procedure.